Event description:
It was reported that device charging port was damaged and loose, and customer had to hold charging cord at a certain angle to keep device connected and was concerned device might stop recognizing a charge. There was no reported impact to the customer¿s blood glucose level. Customer had already contacted customer support services, declined further follow up from technical support, and no additional corrective actions or outcomes were documented.